Manufacturer narrative:
Attempts to identify pt's and/or model-serial numbers were unsuccessful. No additional info is available at this time. If additional info becomes available, this event will be updated.

Event description:
This event was created from a journal article in the journal of vascular and interventional radiology, titled secondary infections of thoracic and abdominal aortic endografts, j vasc interv radiol 2009; 20: 173-179 which was received in 2009. Article citation: md. In this study, 1 of the 5 endovascular abdominal aortic aneurysm repair (evar) patients with an infection was implanted with an ancure endograft. The infection in the ancure pt occurred 21 days post implant and the infection was identified as periaortic. Extra-anatomic bypass (eab) was the treatment used for this pt. No other issues were reported. Clinical observations: pt infection requiring surgical intervention.